Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 444 mg/dl. The customer treated their blood glucose levels with manual injections. The customer was assisted with trouble shooting and found a battery out limit alarm. The customer stated that there were cracks on the insulin pump. The customer called back after inserting a new battery cap but the insulin pump did not function as design.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. Device received with operating currents within spec. Unit was monitored and no blank display anomalies or battery out limit alarms noted. Device passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime test due to faulty force sensor resistor. Unable to perform excessive no delivery test or occlusion test due to prime anomaly. Device received with cracked case at display window corners, cracked case at reservoir tube window corners, cracked reservoir tube window, broken reservoir lip, broken battery tube threads and minor scratches on lcd window.